Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 500 mg/dl. For treatment, the patient was given blood pressure medicine. The three different blood pressure medicines that were given were, losartan, nimodipine and carvedilol. The patient takes them twice a day, as instructed. The patient was also given pain medication (IV) intravenously and diagnostic tests. The patient reported having kidney failure and fluid in their chest. The patient potassium was high also. The pod was worn between 36 and 48 hours on the arm.